Event description:
Additional information was received that a loss of capture was observed on the right atrial (ra) lead.

Manufacturer narrative:
The reported events were helix mechanism issue, loss of low voltage pacing, and loss of capture. As received, a complete lead was returned in one piece for analysis. The reported event of a helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of the helix mechanism issue was due to the helix being clogged with blood/tissue. The reported events of loss of low voltage pacing and loss of capture were not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During a clinic follow-up, a loss of pacing was observed on the right atrial (ra) lead. During the revision procedure, the helix of the ra lead was unable to extend. As a result, the ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.